Event description:
It was reported the user was unable to peel the introducer and a portion of the device (approx 5cm) remained in the pt. With the help of another physician, the detached portion of the introducer was retrieved by using a catheter that had a looped tip. The pt experienced blood loss and required a transfusion and was then transferred to the ICU. The pt was discharged from the hospital ten days post procedure and reportedly doing well.

Manufacturer narrative:
One 10f peel-away introducer was received for eval in two pieces. Microscopic examination revealed the scoreline was properly positioned. The peelable sheath separated as designed 2.18" when the sheath elongated and broke. The unpeeled portion of the sheath remained round with no surface marks with the exception of the score line on each side of the tube, which were normal. In conclusion, visual inspection of returned product revealed the sheath peeled correctly approx 2.18" on the scoreline as designed, when resistance was encountered during removal, which caused the sheath to stretch and break. It is uncertain what caused the resistance that was encountered.